Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) blood in/on helix/lobe mechanism (sleeve head); full lead returned and analyzed. Analyst comment: the helix will not extend and retract properly due to the large amount of blood in the sleeve head.

Event description:
It was reported that during implant attempt, there was low sensing, high impedance, high thresholds, and a problem with the screw. The lead was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be good.